Manufacturer narrative:
Device available for evaluation. Additional information the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was in good condition and still attached to pushwire. Instant detacher and proximal end of the pushwire containing the actuator interface crimp and the tack weld replacement (twr) crimp were not returned. The pushwire was found broken on its proximal end with a broken release wire extending out from its proximal end. The coin was found to be located against the lumen stop with the coil shield stretched. During evaluation the implant coil was successfully detached by pulling the coin back from the lumen stop. The detachment stick was found to be bent. We are unable to definitively determine the cause of non-detachment; however based on our analysis findings user context may have contributed. It is possible that the broken release wire and/or the bent detachment stick may have contributed to the difficulty during detachment. It is possible that the pushwire became broken due to an incorrect method of manual detachment. Note: per the axium coil instructions for use (IFU): ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
(B)(4) the axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. It was reported the physician withdrew the coil successfully and replaced it with another same size coil and finished the procedure. No patient complications were reported.